Manufacturer narrative:
State of nimh battery was impaired. The user failed to replace this battery at the 2-year interval as mandated per device labeling & instructions. A new battery was installed at the factory (B)(4) 2013 and this restored proper operation and full battery run-time.

Event description:
(Transport ventilator) turned off while on battery power during transport of patient. No injury to patient (assumedly, backup ventilation was used). Ventilator alarms functioned.